Manufacturer narrative:
The insulin pump was received with intermittent frozen display, no button response, and constant audio alarm tone; the problem is isolated to the motherboard. Unable to perform the displacement test or verify low battery alert alarm due to frozen display. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 3.2mmol/l. The customer stated that there is constone tone and none of the keys are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.